Event description:
A nurse reported that during a vitrectomy procedure, the footswich and cable were not working. The patient experienced corneal edema post operatively. The patient was given a periocular injection of an inflammatory medication to minimize post operative corneal edema from a procedure that took longer than expected. The surgery was completed using an alternate system.

Manufacturer narrative:
\ A questionnaire was received and reviewed by the clinical analyst, who states: ¿a nurse reported that during a vitrectomy procedure the footswitch and footswitch cable were not working. The surgery was completed but took a little longer than usual. The patient experienced corneal edema post operatively. The patient was given a peri-ocular injection of an anti-inflammatory medication, to minimize post-operative corneal edema. The surgery was completed using an alternate system. The surgeon completed a questionnaire. The patient was a (B)(6) year old male. The surgery date was (B)(6) 2015 on the right eye. The event duration was one week. The corneal edema resolved with treatment. The patient was not hospitalized. There was no increase in intraocular pressure (iop). There was no infection. The patient had a previous cataract surgery for a subluxed lens. There were no relevant pre-existing medical conditions noted. The footswitch and footswitch cable were replaced and the system works fine now. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuchs¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: (1) the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and (2) the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Corneal edema after surgery can be caused by various factors. The surgery took longer than usual and may have contributed to the reported event. Product evaluation: the customer called the company representative to assist with troubleshooting. The customer requested a footswitch replacement at the suggestion of the company representative. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 15, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event for footswitch and cable issues cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).